Manufacturer narrative:
Pump passed all functional testing, including idle current test,run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected off no power alarm,low battery alarm or weak battery alarm noted. The battery icons functioned properly. Pump had minor scratched display window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was going through batteries every 3 days and had alarmed off no power. Blood glucose value was 118 mg/dl. The customer stated he did not receive a low battery alert prior to the off no power alarms. Troubleshooting was performed and no issues were found that would drain the battery. The customer confirmed the device was not dropped and the battery cap was not damaged or corroded. Two off no power alarms were confirmed in the history on (B)(6) 2017. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump was returned for analysis.